Manufacturer narrative:
Device powered up properly after battery installation. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no partial display, missing segments, or display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that he was unable to see the screen clearly and needed a magnifying glass just to see what was on the screen of the insulin pump. The insulin pump was neither dropped nor bumped. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.